Manufacturer narrative:
The complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, no defects or irregularities were visually observed on the fiber bundle or any of the molded dialyzer components. The sample was subjected to a laboratory bubble point test. No leaks were observed, possibly due to coagulated blood within the returned sample. The dialyzer was then subjected to further visual evaluation through destructive disassembly at which time a potted fiber fragment was identified on the cavity ID end of the dialyzer located horizontally between approximately 0 degrees and 30 degrees with the dialysate ports situated at 0 degrees. Under magnification (x20), the visible portion of the fiber fragment measured approximately 13.6mm in length. The majority of the identified fiber fragment (approximately 8mm) was noted beneath the surface of the pu. The remaining fiber fragment was noted as being partially embedded within the pu (when viewing the pu from its inferior surface). The fragment end was flush with the inferior surface of the pu and the opposing end of the fiber was unable to be isolated. Further examination of the fiber bundle did not identify any other damage or irregularities. A production records review was performed on the reported lot. An investigation of the batch production records (bpr) was conducted by the manufacturer. During the bpr review, it was also noted that additional dialyzer samples were requested to be tested prior to release. There were no samples that failed due to an internal leak. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the cause of the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a dialyzer blood leak occurred thirty minutes into the patient's sequential hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed on the side of the dialyzer and near the blue hanson. The biomed stated that the leak may have been caused by damage within the dialyzer; however, no defects or damage were seen on the dialyzer. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. Per the biomed, an alarm was not expected as the machine was in sequential mode and the blood was only near the blue hanson. The patient¿s estimated blood loss (ebl) was unknown. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.